Event description:
The pt's system was explanted due to an infection at the incision site.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval.